Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: opening, wear abrasion and crease flat. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify opening sharp in the valve bond edge and opening anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge to an unidentified (tear) opening. A puncture opening on radius assessed to surgical damage like. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation; hole in valve.

Event description:
Healthcare professional reported left side deflation as well as "hole in valve". The device has been explanted.

Event description:
Healthcare professional reported left side deflation as well as "hole in valve". The device has been explanted.